Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive identity and root cause of the foreign material could not be determined. The foreign material may not have been removed due to imperfection of proper reprocessing caused by leakage. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the air/ water nozzle was clogged with black rubber foreign material. Due to this clog, the water supply volume did not meet the standard value. This finding was due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that water tightness was lost due to a cut on switch 1. It was also observed that the suction, air, and water cylinders had discoloration. It was observed that the insulation resistance value at the distal end does not meet the standard value due to damage on the bending section cover. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Lastly, it was observed that the plastic distal end cover was shaved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the gastrointestinal videoscope air/water is blocked at the distal end. The reported issue occurred during preparation of use for an unknown procedure. There was no patient/user harm or injury reported due to the event.